Event description:
First catheter, the rose wire wouldn't pass through. Second time this has happened recently. Healthcare provider opened second catheter, this catheter wouldn't register with control device. Healthcare provider opened third catheter ¿ this one worked.